Event description:
Related manufacturer report number: 2017865-2023-20148. It was reported during routine generator change out that both the atrial and ventricular leads exhibited noise and loss of capture once disconnected from the old device. Leads metrics were checked through multiple sources with the same results. Fluoroscopy did not reveal any physical anomalies, but tissue growth was noted over both leads. Both leads were successfully capped on (B)(6) 2023 and replaced. The patient was stable and asymptomatic.